Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 as a placeholder for e0137 transient ischemic attack/ code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. On (B)(6)2023 the patient was outside doing a walking exercise, was doing fine and the cgm reading was 87 mg/dl. The patient suddenly felt dizzy, could not speak, and experienced double vision and attempted to get to her car to get a fingerstick. The cgm reading was low at that time. A stranger, who happened to be a nurse, who was also jogging at the time, noticed the patient did not look well and assisted her. The patient took 2 glucose gummies to raise her reading and took another one when the reading did not improve. When the cgm continued to display ¿low¿ despite treatment, the nurse took a fingerstick and the blood glucose reading was 300 mg/dl. The nurse then called 911. While in the ambulance, paramedics administered intravenous treatment. Upon arrival at the ER, the patient´s blood glucose reading spiked at 600 mg/dl. The patient was not aware of the cgm readings during that time. Further fluids and saline were provided to treat the patient. The patient, who also experienced a headache, was diagnosed with a tia (transient ischemic attack). The patient was discharged after spending 1 week at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.